Event description:
It was reported that an alarm 22 occurred. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg. Cts educated caller that button alarm occurs when something is continuously pressing on the wake button. Caller understood and acknowledged. Caller successfully resumed insulin.